Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging and the ipg and remote control was having difficulty connecting the ipg. X-ray was taken and showed that the ipg was not flipped. The patient underwent ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216, (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient was having difficulty charging and the ipg and remote control was having difficulty connecting the ipg. X-ray was taken and showed that the ipg was not flipped. The patient underwent an ipg replacement procedure and was doing well postoperatively.